Event description:
During evaluation, the pump's air in line printed circuit board (ail pcb) was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The facility reported a pump with failure code 810:11. The failure occurred during bio-med testing. Evaluation summary: the condition of the ail pcb being out of specification was confirmed. Failure code 810:11 was manifested as a result of this condition. The pump's ail pcb was recalibrated to correct this condition.